Event description:
Breast augmentation with dow corning silicone implants. Subsequent severe pain, capsular contracture, fibromyalgia, extreme fatigue, severe migraines, insomnia, incontinence, poor memory.